Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an open door alarms was not determined because no products or device logs were returned.

Event description:
It was reported that several nursing staff report ¿open door¿ alarms on the pump modules when there is no infusion set loaded. To avoid this, clinicians report they leave the module doors open when device is not in use. On-site manufacturer consultant observed many devices with the module door in the open position. There was patient involvement but no harm.